Event description:
During a surgical procedure while using the USA elite rigid optical grasping forceps, the grasper tip broke off and fell into the patient. The patient was able to pass it during recovery.

Manufacturer narrative:
A visual inspection of the instrument confirms that the device has failed due to breakage of the right side jaw at the proximal joint of the component. The jaw was not returned with instrument. Close inspection of the break site indicates material failure of the jaw component occurred. There is no evidence of any preexisting damage or fatigue of the material. The handle of the device has a stamp or mark, possibly indicating third party involvement. The balance of the instrument is in good physical condition with no signs of abuse or wear and tear. The failure of this instrument was likely caused by excessive force exerted by the customer during use. The damage site is consistent with that of previous returned instruments, which have been determined to be caused by the same conditions. It is unclear if the involvement of a third party repair had any influence on the failure.